Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device leaked and water invaded there while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the phenomenon. However, the root cause of the failure could not be specified. The event can be detected by following the instructions for use which state: " inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation of the returned device, the defect described by the customer was not found. However, the following faults were found: the distal on the end of the biopsy channel was leaking, failure of the electrical safety check as the distal end of the c-cover was damaged, and the plug unit of the scope connector was cracked. Scratches were found on the connecting tube, the scope cover, and the universal cord. Additionally, the connecting tube was buckled.

Event description:
A user facility reported to olympus that during a diagnostic procedure using an evis exera iii bronchovideoscope, on a patient with pre-existing bleeding, the image went off. The device was inspected before use and no abnormalities were found. The physician was 20 minutes into the procedure when the image disappeared. The procedure was then delayed around 20 minutes and concluded with a change of equipment. No intervention was required; there was no need to administer drugs or modify the procedure. No harm occurred to the patient. A olympus field service engineer went to the customer site to perform an inspection of the device. The following errors were found on the concomitant device, the evis x1 video system center: e891 endoscope disconnection failed; e226 endoscope communication error; e117 parts replacement; e237 endoscope error; and e237 e216 on the scope. Additionally, minute traces of moisture were found leaking from the valve of the test seal on the scope. Patient identifier (B)(6) is for the evis exera iii bronchovideoscope. Patient identifier (B)(6) is for the evis x1 video system center.